Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on (B)(6) 2021. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant and developed capsular contracture after being involved in domestic violence. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the sm mpp gel 300cc breast implant had a crease/fold on the anterior view. Additionally, an area of separated material measuring approximately 10.6 cm x 6.1 cm. The evaluation determined that the cause of the rupture is the trauma experienced. Rupture can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. Trauma is a known inherent risk of gel-filled mammary prosthesis. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, mentor became aware that patient had an explantation on (B)(6) 2021. Patient experienced bilateral capsular contracture baker grade iii post procedure. Patient mentioned possible domestic violence case. As a result, patient underwent bilateral removal and replacement with two 325cc mentor memorygel breast implants. Reason for device explant and/or reoperation: rupture, capsular contracture baker grade iii, injury . On (B)(6) 2021, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent breast augmentation revision surgery with two 300cc mentor memorygel breast implants experienced bilateral rupture post procedure. Patient stated that she was involved in a domestic violence incident that may of caused the ruptures. As a result, patient has a planned explantation on (B)(6) 2020. This medwatch form is for the left breast prosthesis.